Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the atrial lead exhibited high thresholds and far field r-wave (ffrw) oversensing. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor was removed, no fracture found. No other anomaly found. If information is provided in the future, a supplemental report will be issued.